Event description:
It was reported that oversensing of noise was observed. No electrical anomalies were detected at follow up three weeks prior. No lead anomalies were seen on fluoroscopy. The lead was capped and replaced.